Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a minor scratched lcd window, a cracked reservoir tube lip and a cracked battery tube threads. Pump passed the self test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No rewind anomaly, motor error alarm or drive/motor anomaly noted during the testing. Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a motor error alarm, scratches on the screen, buttons were hard to press, and slower rewind process. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.